Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Following a detailed analysis of the returned device, it was noted that the condition of the returned unit was consistent with the report of the needle being stuck out and would not retract. The investigation found the needle to extend past the tip when fully retracted. The sheath was not kinked and sheath length was found to be within specification. The root cause for the needle tip not fully retracting was not able to be determined. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure within the lungs of a patient on (B)(6), 2011.according to the complainant, during the procedure, before the device was passed down the endoscope, the nurse reported that the proximal end of the needle was sticking out of the catheter, and could not be retracted. It was reported that there was no damage to the packaging. The procedure was completed with another excelon transbronchial aspiration needle.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure within the lungs of a patient on (B)(6), 2011. According to the complainant, during the procedure, before the device was passed down the endoscope, the nurse reported that the proximal end of the needle was sticking out of the catheter, and could not be retracted. It was reported that there was no damage to the packaging. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.